Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the display is dim in the lower left corner and the display assembly, found during bench repair. The issue was found during bench repair; therefore no patient or user impact.